Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received a pump error alarm. The customer¿s blood glucose level was 121 mg/dl. The customer states the pump started to go off like a fire alarm, and insulin was leaking the customer was assisted with troubleshooting for pump error alar and was unable to clear alarm. The customer also states were unable to complete pump rewind. Advised the pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a pump error 38 alarm during rewind due to corroded motor home switch. Unable to perform the displacement test, rewind, prime or seating, basic occlusion, force sensor and occlusion test or verify pump error 2 alarms due to pump error 38 alarms.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.